Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced infusion set tubing issue event on (B)(6) 2025. It was reported that the infusion set tubing was kinked. The infusion set was in use for 48 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.